Manufacturer narrative:
(B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead revealed the ligature marks approx. 13 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. In particular, 17 cm distal to the is-1 connector pin a damaged insulation was observed. Blood penetrated the lead in this area. In that section, the lead body was found squeezed and the outer conductor coil was deformed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead was explanted. The cause of explant is unknown. Should additional information become available this file will be udpated.